Event description:
Customer reported that the rubber was coming out from around the reservoir compartment on the insulin pump. The blood glucose reading was 100 mg/dl. Customer was unsure of how the damage occurred. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with missing reservoir o-ring, broken reservoir tube lip, cracked reservoir tube window, cracked battery tube threads, cracked display window corner and missing end cap sticker.